Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: there was no activity related to the pi observed in the pump histories. The pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed that the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Unrelated to the original complaint, the display was dim and the letters had a red hue. Also unrelated, there was a hole in the audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.